Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on iphone 11 (ios 17.2) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). After conducting a thorough investigation, we have identified that teneo sent the wrong sake keys. It's possible if they identify security problems with the device or connection. In this case application worked as expected and tried to pair with this key, but unfortunately, because they were fake we could not pair. It's possible that it was a false positive alarm and reinstallation usually should help in this cause. The issue was confirmed. The following steps have been proven effective to fix this issue: exit the pump pairing screen in the minimed mobile app if it¿s active. Remove the pump from ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). Remove the mobile device from the pump. Restart the phone. Turn bluetooth off in the ios settings app (settings > bluetooth). Wait 5 minutes to allow ios to reset the bluetooth cache. Turn bluetooth back on. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump. If the user is still experiencing issues, please ask them to upload logs. Uploading logs will help us identify the issue and provide more personalized feedback. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on iphone 11 (ios 17.2) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhere to the specified requirements and perform in accordance with the expectations specified in the d00780504, version e. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. We performed our analysis using the analytics logs provided only. Even though the os didnâ¿¿t specify the reason for the disconnection, we believe it might be due to missing bonding keys which typically cause reconnection after pairing to fail. Issue status: confirmed. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: please try resetting the bluetooth cache and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Turn bluetooth off from the ios settings app (settings > bluetooth). 5. Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. 6. Turn bluetooth back on. 7. Navigate to the pump pairing screen in the minimed mobile app. 8. Attempt pairing with the pump. If the previous steps did not work, please try restarting your mobile device and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Restart the mobile device. 5. Navigate to the pump pairing screen in the minimed mobile app. 6. Attempt pairing with the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.